Event description:
Pace medical was notified on 07/27/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device with the complaint that the device was not pacing. The device was examined and was found to have a damaged edge connector. The connector was replaced. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: unk - may have been caused by hosp ebme dept opening device or rough handling or sudden impact.